Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the leakage was observed on the cuff. This issue may result in inadequate ventilation to the patient and could potentially lead to serious injury. There was patient involvement, however no harm was reported.